Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up and down arrow, buttons of the insulin pump were worn but they work and squirted a little bit of insulin out the cannula when priming the insulin pump. Customer stated that the insulin pump had scratches on the screen, sometimes puts in a new battery and it did not work and unexplained no insulin delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.